Manufacturer narrative:
In the communication with the dentist over the phone, the dentist refused to provide the patient identifier.

Event description:
On (B)(6) 2018, an nsk z95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating a bur coming out of the handpiece. Upon receipt of the information, nakanishi made a phone call to the dentist to obtain details about the event. The details are as follows. The event occurred on (B)(6) 2018. A dentist started rotating the handpiece, z95l (serial no.: (B)(4)) to perform a dental procedure in the patient mouth. The patient was not anesthetized. Immediately before the handpiece came in contact with the patient, the handpiece suddenly made an abnormal noise and the headcap came out of the handpiece and dropped in the patient's mouth. Since the dental assistant retrieved the headcap with a suctioning device, the patient did not swallow the headcap.

Manufacturer narrative:
Upon receiving the device involved in the MDR event from a distributor, nakanishi conducted a failure analysis of the returned device [(B)(4)]. These activities are described in more detail below. Methodology used: nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing of the cartridge on the headcap side was broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report #: (B)(4). Nakanishi replaced the broken cartridge with a new cartridge and verified whether or not the headcap attached to the handpiece would loosen by rotating without load and then cutting melamine and copper plates at the maximum speed (200,000min-1). There was no headcap loosening observed in the evaluation. Conclusions reached based on the investigation and analysis results: although nakanishi could not replicate the reported event, nakanishi considers the possibility based on many years of experience that the combination of a strong impact on the device with cutting vibration could result in the reported headcap loosening/coming off. Failure to check the headcap tightness before each use as instructed in the operation manual contributes to the headcap loosening/coming off. In order to prevent a recurrence of the headcap loosening/coming off, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of checking the headcap before use as instructed in the operation manual.